Event description:
The customer reported that the insulin pump alarmed several times and the drive support cap was protruded. The blood glucose reading was 234mg/dl. Troubleshooting was performed, and insulin squirted out during the manual prime process. The customer stated that the device alarmed and was stuck on the prime loop. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk.